Event description:
The event is reported as: instrument is used in laparoscopic cholecystectomy procedure mostly and due to very frequent usage, it needs to be repaired since jaws do not hold clip as firmly as before. Issue was reported at post cleaning/reprocessing during inspection of the device. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.